Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was unknown. The insulin pump is being returned for further analysis.

Manufacturer narrative:
The insulin pump had intermittent respond due to corroded keypad traces. No button error alarms noted during testing. The device had missing end cap sticker and minor scratches on the lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.